Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued on 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evals or adverse events finalized on (B)(6) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Per the end user's wife, the skin under the tape collar is red, raised and has a fluid filled blister. Uses adhesive removing wipe and cleans with soap. Then uses protective barrier wipes and ostomy paste before placing the wafer. No further info is available.